Manufacturer narrative:
The pump was received with a broken belt clip rails, a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08765 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 08/31/2025 05:19:52.000. 08/31/2025 05:26:42.000. Insert battery alarm was expected since the battery was removed from the pump. There was no charge/battery lasts less than expected or battery related alarms or alerts recorded in the formatted history file on the event date. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 05/07/2025 21:30:00 after more than 7 days at 16.55 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. On the event date of 03-sep-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 03-sep-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 264000 (26.4 u) and dailytotalofbolusinsulindelivered = 50000 (5 u) which is equal to the dailytotalofallinsulindelivered = 314000 (31.4 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. The pump was programmed with basal profile and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No bolus/basal delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 03-sep-2025, these pump error(s)/alarm(s) were noted: sensorexpiredalert (794) was found on: 09/03/2025 22:54:50.000. 09/03/2025 23:04:00.000. Lostsensor1alert (780) was found on: 08/29/2025 10:20:00.000, 08/29/2025 10:30:00.000. 09/01/2025 12:50:00.000, 09/01/2025 13:00:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (25.02 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the belt clip rails and case - battery compartment of the pump during analysis. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for charge/battery lasts less than expected, possible under delivery anomaly and basal delivery anomaly were not confirmed. However during visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Slight corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer hyperglycemia and observed crack in the pump where the battery goes and belt clip was broken. The customer also stated that the battery was lasting only for three to four days and suspects pump under delivering as the basal was not being delivered. The customer reported blood glucose value of 250 mg/dl and was treated with insulin pump. The event involved product(s) mmt-332a, mmt-1880, mmt-242a, mmt-7020la. Troubleshooting was performed and found location of damage was on belt clip rail and battery tube side which affecting the pump functionality. No further patient complications were reported. The customer will discontinue the use of the device. The product mmt-1880 will be returned for analysis. The products mmt-332a, mmt-242a, mmt-7020la will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.